Event description:
It was reported that the 511s was used during a laparoscopy. It was reported by the affiliate that the protection shield malfunctioned.

Manufacturer narrative:
Tracking #.50642. Endopath disposable surgical trocar: based upon inquiry info rec'd and the functional examination, it was concluded the reported event occurred due to flash in the handle which would not allow the reset button to arm.